Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was unable to reproduce the problem. Fse checked sample nozzle for air leaks, cleaned sample nozzle, and lubed sampler z axis. Fse validated the analyzer by running precision for ca 19-9 and quality control (qc) with results in range. The aia-2000 analyzer is functioning as expected. No further action required by field service at this time. A complaint history review and service history review for similar complaints was performed for the serial number (B)(6) through aware date. There were no similar complaints identified during the search period. The st-aia pack ca 19-9 analyte application manual states the following: evaluation of results. Quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure st aia-pack ca 19-9 should not be used as a screening test. The results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ca 19-9, the highest concentration of ca 19-9 measurable without dilution is 400 u/ml, and the lowest measurable concentration is 1.0 u/ml (assay sensitivity). Although the approximate value of the highest calibrator is approximately 400 u/ml, the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 u/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. The most probable cause was failure to maintain the sample nozzle assembly.

Event description:
A customer reported discrepant patient results for carbohydrate antigen 19-9 (ca 19-9) on the aia-2000 analyzer. The customer ran a patient sample and the results were greater than the high assay range of 400u/ml for ca 19-9. The customer instructed the analyzer to dilute the samples and result was 18 u/ml, the customer repeated the sample on another aia-2000 analyzer undiluted and result was 19 u/ml. The analyzer is down. A field service engineer (fse) was dispatched to address the potential for discrepant patient results for carbohydrate antigen 19-9 (ca 19-9). There was no indication of any patient intervention or adverse health consequences due to the reported patient results.